Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate were inaccurate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge at the time of the reported event displayed 9 units, which was less than what the customer expected to see. The customer reloaded the cartridge successfully and received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.